Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and found that the reported phenomenon was duplicated due to failure of cable at the connector side. Also sorc found that the camera head communication error e224 occurred. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that the reported phenomenon was attributed to the failure of the cable due to stress being applied to the cable by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image was not displayed when connecting. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.